Manufacturer narrative:
A partial analysis has been received.

Event description:
It was reported that approx. 49 months after the implantation the device could not be interrogated during a follow-up. X-rays showed a dislodgement of the associated tachycardia lead (sn (B)(4)). The system was explanted and replaced.

Event description:
Ous MDR - it was reported that approx. 49 months after the implantation the device could not be interrogated during a follow-up. X-rays showed dislodgement of the associated tachycardia lead. The system was explanted and replaced.

Manufacturer narrative:
A partial analysis has been received. Final device analysis received from manufacturer on (B)(6) 2019. Upon receipt, the ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. The device history record was inspected, documenting that the device performed as expected during manufacturing. Therefore the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage revealed a depleted battery. The electronic module was attached to an external power supply to test its functionality. Thereby, the electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In a next step the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed depleted battery and the microcalorimetry analysis showed no anomalies. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified internal short circuit, which led to an elevated internal self-depletion and therefore contributed to the clinical observation.